Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the radial artery. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified mid to distal right coronary artery (rca). A 3.0x38mm taxus stent was implanted. The physician then wanted to implant this 3.50x32mm taxus liberte stent; however, the 3.50x32mm taxus liberte stent delivery system (sds) was unable to cross the previously deployed 3.0x38mm taxus stent. As a result, the stent of the 3.50x32mm taxus liberte "got lifted". The device was removed from the patient and the procedure was completed with another taxus liberte stent. No patient complications were reported and the patient's status is good.